Manufacturer narrative:
P-cap locked properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test, sleep current measurement test, active current measurement test, and displacement test. Unit successfully downloaded to thus. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Thus software was utilized and uploaded trace/history files properly. No stuck key alarms present in pump download history. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that no delivery alarm was absent. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts related to battery power noted during testing. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. No anomalies or moisture damage were noted. All buttons functioned properly during test. No keypad anomaly noted. No battery issued noted during testing or in pump download history. Pump successfully passed drive system test and no rewind anomaly. Unit functioning properly. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, failed batt test, and rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was not performed. The customer reported a keypad anomaly and/or stuck button alarm. The customer reported receiving a battery failed alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.